Manufacturer narrative:
(B)(4)

Event description:
It was reported a declot procedure was being performed on a patient's forearm in interventional radiology. During the end of the procedure the black tip of the catheter began to tear. It remained attached to the catheter but was hanging from the tip of the device. This was discovered during the last pass with the ptd so the procedure was completed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). This complaint has been voided as it is a duplicate of MDR 9680794-2016-00152.

Event description:
It was reported a declot procedure was being performed on a patient's forearm in interventional radiology. During the end of the procedure the black tip of the catheter began to tear. It remained attached to the catheter but was hanging from the tip of the device. This was discovered during the last pass with the ptd so the procedure was completed successfully. There was no delay in treatment and no patient death or complications reported.